Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A finger probe with internal wire break resulting in open connection caused the reported problem. The problem source was unable to be identified. A DHR review is not applicable in this case because the defective spo2 probe is not evaluated or tested in any way during the manufacturing process.

Event description:
It was reported that the customer has trouble getting readings. It is not holding a signal well. When we do get a reading it does not seem to be accurate.